Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. Additional information received from the field representative indicated that this lead exhibited noise on the pace or sense channel. No additional adverse patient effects were reported.